Event description:
It was reported that the physician was using a nanocross 0.14 otw pta balloon catheter to treat a lesion in the left distal superficial femoral artery. The lesion exhibited little tortuosity and little calcification with 80-90% stenosis. The artery diameter was noted as 5mm x 150mm. The device was used with a 6f sheath, a 0.014 guidewire and a mdt inflation device, 50/50 omnipaque/hepsaline was in use. The device was inspected and prepped prior to use with no issues noted. The initial inflation of the device was flawless, but it was reported that deflation was slow due to a highly concentrated contrast mixture. The device was removed and some imaging was carried out. Upon re-advancement, the wire was kinked at the sheath but the physician continued with the procedure. The next inflation was flawless, however, deflation continued to be somewhat slow. The md removed the device, met resistance, persisted and the device "popped." Immediately the physician noticed that the removed device was not intact. Fluoro revealed remains of the popped device within the sheath. A second wire was advanced to maintain access. The sheath with the remains and the 014 wire were removed. The procedure was completed using an everflex se stent 6x150x120 and a pacific plus 4x120x130 to post dilate. No patient complications reported.

Manufacturer narrative:
Evaluation summary: the nanocross elite dilatation catheter was received in two segments: the proximal segment includes the y-manifold and catheter; and the distal segment that includes the distal segment of the inner guidewire lumen locked up on a 0.014¿ guidewire, all four radiopaque marker bands, the balloon chamber and distal tip. All components are accounted for. The proximal segment includes approximately 132.8cm of outer sheath extending from distal tip of the y-manifold printed strain relief. The damage is consistent of a withdrawing the device against resistance. The distal segment and guidewire were examined. The profile of the guidewire is 0.0130¿. The inner guidewire lumen is approximately 85.7cm distal of the proximal end of the guidewire. A double ¿z¿ kink was noted in the guidewire and inner guidewire lumen approximately 156cm distal of the proximal end of the guidewire. All four radiopaque marker bands are accounted for, (photos 19 -22). The proximal marker band is loose on the inner guidewire lumen indicating that the inner guidewire lumen has been tensely stretched and necked down. The balloon chamber is inverted over itself and the guidewire. No pleat marks were noted in the proximal cone of the balloon chamber. The balloon chamber was unfolded; all components of the balloon chamber are accounted for. The distal tip of the dilatation catheter was attached to the distal cone of the balloon chamber. All components of the nanocross elite dilatation catheter are accounted for. Additional information: the initial inflation device mix was originally 50% omnipaque 300 of 8ml and 50% heparinized saline of 8ml. It was then diluted to approximately 70% contrast with 30% hep saline. The balloon was inflated to 8atm for each inflation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.